Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted in 2014. The device worked but suddenly stopped functioning in early 2021. The physician believes the device reached its end of life and fluid loss occurred in the reservoir tubing; however, the source of the fluid leak was not identified during time of explant. All components were removed and replaced. No patient outcome was reported.